Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The sales management team representative reported via phone call indicating high blood glucose readings and hospitalization from the reservoir. The customer was admitted to the hospital for diabetic ketoacidosis. The customer stated that the last batches of reservoirs were defective. The customer was advised to call back when he has time.